Event description:
Out of box failure. Aspiration pump did not work.

Manufacturer narrative:
Technical evaluation: the pump did not operate when turned on. The fuse was blown. Attempted to use another fuse and it blew again. This MDR is being filed as part of the remediation action taken as per penumbra february 2010 update to the FDA warning letter dated december 31, 2009.